Manufacturer narrative:
Initial and final MDR 1908070 - MDR . - device 1 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. The patient reported seven similar events where occlusion issue occured with the infusion sets site within 3 hours after insertion. The customer resolved their issue by replacing soft cannula infusion set and resumed insulin successfully. No further information available.